Manufacturer narrative:
(B)(4). No pre-dilatation was performed. The stent remains in the patient. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that no pre-dilatation was performed prior to implanting the xience v stent, it should be noted that the IFU instructs the user to pre-dilate the lesion with a ptca catheter. It is not known how, if at all, direct stenting may have contributed to the patient effects.

Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the pre-dilated distal right coronary artery with one 2.75 x 15 mm xience v stent. On (B)(6) 2009, the patient underwent direct stenting in a planned staged procedure in the distal left circumflex artery (lcx) with one 3.0 x 18 mm xience v stent. On (B)(6) 2010, the patient was asymptomatic, but underwent a protocol-required diagnostic coronary angiogram that subsequently led to an elective percutaneous coronary revascularization in the target lesion, the distal lcx. The event resolved and the patient was discharged on (B)(6) 2010. There was no additional information provided.